Manufacturer narrative:
This case was discussed with the convatec safety physician and additional members of the medical team and deemed serious as the drop in o2 saturation level was potentially life threatening although the patient was reintubated and no further adverse effect was observed. From a clinical perspective, a causal relationship between the ett and this event is deemed related because of the reported breakage of the retention cuff inflation balloon, allowing deflation.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). This complaint was received as follows "patient been further to a respiratory distress syndrome. Probe fixed according to the usual protocol with an adhesive band (strip). The patient that must be transferred, the probe must be fixed with a cotton cordon. During the retreat (withdrawal) of the adhesive band(strip) the pipe of inflation of the ballonnet of the probe is broken. Deflation of the ballonnet, the important respiratory distress syndrome of the patient in 83%. Patient been as a matter of urgency. This problem arises for the 2nd time." Additional information received, "the patient was in respiratory distress syndrome. It required the intubation. The pipe of inflation of the ballonnet of the probe broke. The patient was again in respiratory distress syndrome. They intuwere him (it) again. The patient did not die." The patient was intubated after respiratory distress, the ett was fixed according to the usual protocol with an adhesive tape (fixed to the mustache). The patient must be transferred, the ett had to be reattached with a cotton cord (itself fixed to the patient's forehead). When removing the tape the inflation tube of the balloon of the ett was broken. Saturation drop for the patient was to 83%. The balloon deflated due to the break of the inflation tube. The patient has been re-intubated in emergency, no other damages where observed.